Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that during follow-up visit, the capture thresholds and the high voltage lead impedance had increased since implant. X-ray confirmed a slight dislodgement of the rv lead. The lead was repositioned successfully.

Event description:
Although the lead was previously repositioned, high capture thresholds were noted at a subsequent follow-up. When repositioning a second time was not possible, the lead was explanted and replaced.